Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the system experienced a black screen. A field service engineer found the station on the bios screen. Subsequently, the engineer reseated the sata hard drive cable. The station was then rebooted and it was confirmed that the problem had been resolved. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that a pyxis anesthesia system encountered an issue where the screen turned black and a floating blue screen appeared, prompting for a password. After restarting the device, the screen returned to normal functionality. This incident resulted in a delay in patient care and confirmed that there was no patient harm. There were no adverse events or injuries reported based on this event.